Event description:
It was reported that the patient experienced unspecified issues with a previous artificial urinary sphincter (aus). The device was removed and replaced for a new aus consisting of two 4 cm cuffs, a control pump and a 61-70 cm pressure regulating balloon. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The device was explanted due to the patient began leaking over time due to urethral atrophy. No device malfunction was reported. There were no patient adverse effects.